Event description:
A talent aaa stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft migrated proximally. Film images taken 92 months post implant reveal no recent migration nor increase in the aneurysm sac size. No clinical sequela were reported. The pt is under observation and a follow up CT scan will be performed in 6 months.

Manufacturer narrative:
(Pt under evaluation).